Event description:
It was reported that the suspect product was discarded. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator and leads were replaced due to high impedance. The suspect product has not been received to date. No further relevant information has been received to date.